Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection revealed the proximal contact wire and coil delivery wire were kinked/bent . The main coil was detached and not returned. Although a functional testing could not be performed due to the main coil was detached and not returned. The reported defect was not confirmed however, the analysis results are consistent with the event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The damage noted to the device would be indicative of the as reported defect. The main coil was detached which may have occurred when the friction was felt in the microcatheter. It was found the proximal contact was bent and the coil delivery wire was kinked/bent. The as reported 'coil delivery wire friction' as well as the as analyzed 'main coil detached prematurely during use' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analysed 'coil proximal contact kinked/bent' and 'coil delivery wire kinked bent' will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was initially reported that during the procedure, the coil (subject device) encountered friction in the delivery wire at hand when pulling out the delivery sheath from the delivery wire. There were no clinical consequences reported to the patient due to the reported event. Analysis of the returned coil (subject device) revealed that the main coil was prematurely detached during use. There were no clinical consequences to the patient reported as a result of this event.